Manufacturer narrative:
Device codes: 4012 labeled. Internal file number - (B)(4). Correction: device code 2983 was removed. Analysis was performed on the returned device. The reported failure to deploy the thumb advancer and clip caught at the distal end was confirmed based on the returned device condition. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. The reported difficulty deploying the thumb advancer and clip deployed at the distal end was concluded to be related to a potential product quality issue. The issue is being addressed per internal operating procedures. Abbott vascular will continue to trend the performance of these devices.

Manufacturer narrative:
(B)(4). Internal file number - (B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. The investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that an arteriotomy closure of a the right common femoral artery was attempted using a starclose se device with a 6f sheath after a heart catheterization diagnostic procedure. Reportedly, resistance was felt during advancing the thumb advancer and sheath splitting. The clip was deployed; however, it remained attached to the distal end of the device. Manual arterial compression was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.